Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The clip remaining in the device was confirmed based on the follow-up information. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported clip remaining in the device and difficulty removing the device appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: it was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device via 8fr sheath after a left renal artery angioplasty and stenting procedure. After the clip did not deploy (stuck in delivery tube), resistance was felt during device removal. Manual arterial compression was applied to achieve hemostasis. A hematoma occurred in the right groin. The manual compression resolved some of the hematoma and the rest resolved slowly over the next few days. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, the clip of the starclose se device could not deploy completely as it was stuck within the delivery tube. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.